Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed accuracy by -10.35% during testing. There was no patient involvement.

Event description:
Device evaluation completed and summarized in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical cadd solis vip -2120 pump. The reports of failing accuracy -10.35 % was not duplicated when performing accuracy testing. The device fell within the specification of accuracy. Unknown cause of event. Device in excellent condition. Passes all pm and functional testing.